Event description:
During pt support, the left side of the bvs console went into alarm condition, "low pressure, low flow". A backup console was used with no impact to the pt. Field svc examined the console but could not duplicate the problem. It was noted that the valves were overdue for replacement and these were replaced.